Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered a bolus and stated seeing a splash screen but the bolus was not recorded in the pump logs. Reportedly, the customer stated not receiving an incomplete bolus alert. Tandem technical support verified the pump logs and the splash screen indicated pump resuming insulin from a cartridge change during the reported time. It was also indicated that the incomplete bolus alert was declared soon after an incomplete tubing alert. The customer's blood glucose (bg) was 209 mg/dl, however the customer's bg had not lowered and delivered a bolus to address bg level.